Event description:
Anesthesia tech reports that while drawing fluid into kendall monoject 20ml syringe, tech noted fluid leaking from a large slice in the 1ml line of the syringe. The slice extends exactly halfway thru device and appears it could have been made when the painted slash marks were made on the syringe (?). Of note, the packaging was retained and there were no subsequent slash marks on it.

Manufacturer narrative:
The reported no communication was verified in the labora- tory. The device would not communicate due to a depleted battery. It is believed that the device's rf telemetry could not be properly initialized due to an anomaly in the rf module. As a result, the device was stuck in a high current state which depleted the battery.

Event description:
It was reported that the patient received two vibratory alerts. The ICD could not be interrogated.